Event description:
The pt was unable to adjust stimulation with or without the antenna attached. The pt had a seroma on the incision and it drained. The implant site was covered by a bandage, and possibly that plus pocket swelling was making the stimulation adjustment not work. Add'l info was requested.

Manufacturer narrative:
(B)(4).